Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9324120. Consumer reported needle missing from syringe, needle hub is intact. Also reported plunger rod difficult to move. Consumer does not re-use. Catalog #: 328512 date of event: unknown

Manufacturer narrative:
Investigation summary customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the needle was missing from syringe and plunger rod was difficult to move. The returned syringes were tested and one sample was returned with the hub-needle/shield assembly separated from the barrel. Both samples were tested and both plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move). Root cause cannot be determined for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9324120. Consumer reported needle missing from syringe, needle hub is intact. Also reported plunger rod difficult to move. Consumer does not re-use. Catalog #: 328512. Date of event: unknown.